Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 654824, 664586) for female sterilisation. The patient had a medical history of alcohol use, breast cancer, fibroids, nerve pain, motion sickness, uterine fibroid, covid-19, chronic back pain, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4945 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimens submitted: bilateral fallopian tubes. Diagnosis: fallopian tubes, bilateral, salpingectomy; complete cross sections of bilateral fallopian tubes; para tubal cyst and walthard rest; medical devices, consistent with essure coils. Clinical information: admission for sterilization. Gross description: bilateral fallopian tubes with essure coils. The specimen consists of two tan-pink, smooth fimbriated portions of fallopian tubes measuring 5.0 x 1.0 cm (inked blue) and 6.0 x 1.0 cm (inked green). Sectioning both tubes reveals an average pinpoint luminal diameter of 0.5 cm and a wall thickness of 0.2 cm. Also received within the specimen container are two metallic coils, consistent with essure coils, measuring 10.0 cm and 16.0 cm in length. Microscopic description: histologic examination is performed on one or more representative tissue sections. Unless otherwise noted, internal and external controls for all special histochemical preparations are appropriately reactive. [Ultrasound scan] (date unknown): findings: uterus: uterine size: 7.3 x 4.5 x 4.9 cm. The uterus is retroverted. There is normal endometrial thickness of 0.7 cm within the uterine fundus and body, but a mildly hypoechoic 2.3 x 1.6 x 2.4 cm structure is seen within the endocervical canal, with internal vascularity. Color doppler imaging suggests the presence of fibrovascular stalk. A benign nabothian cyst is also noted within the cervix. Endometrial thickness: 0.7 cm. Endometrium: homogeneous echotexture. Right ovary: size: 2.8 x 2.2 x 2.5. Morphology: right ovary is normal without suspicious mass. There are a few small follicles. Flow: spectral doppler of the right ovary shows normal low resistance arterial waveform. Left ovary: size: 2.0 x 1.8 x 2.1 morphology: left ovary is normal without suspicious mass. There are a few small follicles. Flow: spectral doppler of the ovary shows normal low resistance arterial waveform. Impression: there is a 2.4 cm soft tissue mass extending into the endocervical canal, possibly a pedunculated fibroid or polyp. Gynecology consultation is recommended. Specimens submitted: cervical fibroid prolapsing diagnosis: uterus, prolapsing cervical fibroid; excision: submucosal leiomyoma, 2.5 cm greatest diameter; overlying proliferative endometrium with breakdown; no atypia or malignancy seen. Hpv high risk other: positive abnormal. Specimen: a. Pap smear thin prep liquid prep with computer assisted and manual screening source: cervical/endocervical. Lot number: 654824. Manufacture date: 2009-02. Expiration date: 2012-02. Lot number: 664586. Manufacture date: 2009-02. Expiration date: 2012-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no: 654824, 664586) for female sterilisation. The patient had a medical history of alcohol use, breast cancer, fibroids, nerve pain, motion sickness, uterine fibroid, covid-19, back pain, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4945 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimens submitted: a. Bilateral fallopian tubes. Diagnosis: a. Fallopian tubes, bilateral, salpingectomy complete cross sections of bilateral fallopian tubes para tubal cyst and walthard rest medical devices, consistent with essure coils clinical information: admission for sterilization. Gross description: a. Bilateral fallopian tubes with essure coils. The specimen consists of two tan-pink, smooth fimbriated portions of fallopian tubes measuring 5.0 x 1.0 cm (inked blue) and 6.0 x 1.0 cm (inked green). Sectioning both tubes reveals an average pinpoint luminal diameter of 0.5 cm and a wall thickness of 0.2 cm. Also received within the specimen container are two metallic coils, consistent with essure coils, measuring 10.0 cm and 16.0 cm in length. Microscopic description: histologic examination is performed on one or more representative tissue sections. Unless otherwise noted, internal and external controls for all special histochemical preparations are appropriately reactive. [Ultrasound scan] (date unknown): findings: uterus: uterine size: 7.3 x 4.5 x 4.9 cm. The uterus is retroverted. There is normal endometrial thickness of 0.7 cm within the uterine fundus and body, but a mildly hypoechoic 2.3 x 1.6 x 2.4 cm structure is seen within the endocervical canal, with internal vascularity. Color doppler imaging suggests the presence of fibrovascular stalk. A benign nabothian cyst is also noted within the cervix. Endometrial thickness: 0.7 cm endometrium: homogeneous echotexture. Right ovary: size: 2.8 x 2.2 x 2.5 morphology: right ovary is normal without suspicious mass. There are a few small follicles. Flow: spectral doppler of the right ovary shows normal low resistance arterial waveform. Left ovary: size: 2.0 x 1.8 x 2.1 morphology: left ovary is normal without suspicious mass. There are a few small follicles. Flow: spectral doppler of the ovary shows normal low resistance arterial waveform. Impression: there is a 2.4 cm soft tissue mass extending into the endocervical canal, possibly a pedunculated fibroid or polyp. Gynecology consultation is recommended. Specimens submitted: a. Cervical fibroid prolapsing diagnosis: a. Uterus, prolapsing cervical fibroid; excision: submucosal leiomyoma, 2.5 cm greatest diameter overlying proliferative endometrium with breakdown no atypia or malignancy seen hpv high risk other: positive abnormal specimen: a. Pap smear thin prep liquid prep with computer assisted and manual screening. Source: cervical/endocervical. Another expiration date aug-2012. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.